Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was hospitalized with peritonitis on (B)(6) 2022. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. It was reported during hospitalization the patient had a pd culture obtained but the results are unknown. The nurse stated the patient was treated with antibiotic therapy (unknown medication). Additionally, on (B)(6) 2022, the patient required removal of the pd catheter (not a fresenius product. The patient was transitioned to hemodialysis for renal replacement needs. Subsequently, on an unknown date, the patient was discharged from the hospital. The patient is continuing outpatient hemodialysis and is reportedly recovering from the event. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The nurse stated it is suspected the peritonitis event was caused by a breach in aseptic technique during the pd exchange as there was a change in who was helping the patient perform pd at home.